Event description:
It was reported that the patient said they had a brain transplant and they bumped their hand and they thought they were paralyzed on the left side.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v867003, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v867003, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).